Event description:
No blood glucose levels reported. The customer reported a motor error from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind, due to corroded motor home switch. Unable to perform displacement test, due to motor error alarm. Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).